Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side :"hematoma 600 cc's in size that had to be removed, swelling, blood coming through the skin, breast doubled in size, pain, the implant was brown in color and had a brown texture when removed", breast tissue was "contaminated". Device has been explanted.